Event description:
Distal circ. Stented with cypher. Returned to ccl <2 hours later for acute thrombosis (cp and st up on EKG) 3 additional stents placed peri-proc, mi (per enzymes) no other complications dc home 11/2004.